Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's machine flow sensor was replaced to address the issue. Additionally, the system board, blower assembly, blower bellows, blower mount, blower chassis plate, tubing-fi02, tubing- system pca, tubing-blower chassis, tubing- low flow 02, cooling fans, cooling fan retainers, rear cover, base assembly, vanity cover, fio2 housing, main housing, fio2 door, filter cover, internal battery cover, outlet side, limb cup, inlet side, blower cap, handle retention plate, and muffler assembly were replaced due to tobacco contamination, which was not related to the malfunction/issue.